Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error code. It was further noted that the display wire was pinched (wire insulation exposed), battery wire was pinched (wire insulation not compromised), hanger assembly was damaged, capacitor was damaged on main printed circuit board (pcb), lower case was broken and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.